Event description:
Covidien, ligasure, blunt tip laparoscopic sealer/divider, stopped coagulating approx half-way through the surgical procedure. The defective defive was replaced with a "like" device that functioned without issue for the remainder of the procedure. Event abated after use stopped or dose reduce: no. Event reappeared after reintroduction: yes.